Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
64 year old female patient found down in the field with cardiac arrest. Significant CPR administered. Implanted for cardiogenic shock implanted with both impella cp. Potentially traumatic foley insertion during care, as urine was red, and hemolysis suspected. Act was >400 after procedure. Mouth bleeding observed by nurse. Patient did recover, and pump was explanted four days later.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Section d1 (brand name) has been corrected. H6. Health effect ¿ clinical code hemolysis (e0303) was omitted from the initial MDR submission. This code has now been added to accurately reflect the reported health effects. The problem code adverse event without identified device or use problem (a24) reported on the initial MDR was not applicable to the event and has been corrected to patient device interaction problem (a01).

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.